Event description:
Two cena were in the process of lifting the resident out of bed using a sara lift. A sling was placed around the resident's back and the right hook set in place. While the staff were trying to fasten the left hook, the resident started moving his arm vigorously and grabbed the right side clip so hard that the right side clip punctured a wound through his hand at the point between his index finger and thumb. The resident received eight stitches.